Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent representative reported inaccuracy during a procedure. For this cranial case, the surgeon performed a successful pt registration and verified accuracy. The surgeon proceeded to use the passive planar blunt and noted a 1 cm inaccuracy at the tip of the pt's nose. When touching the tip of the pt's nose, it appeared as if the instrument was 1 cm anterior to the tip of the cad model. The surgeon discontinued the use of the navigation system to complete the procedure. There was no impact on the pt outcome.